Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe did not cut the vitreous during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records associated with reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. (B)(4).